Manufacturer narrative:
Additional info for sculptra (lot # and expiration date - not provided) from (B)(4): batch record review was within hint to root cause. Because no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects or damages detectable. Conclusion: no faults detectable. Additional follow-up received on 12-mar-2009: a completed hcp collection form and sculptra adverse event form were received from physician. Pt's date of birth, height and weight provided. Sculptra (5 cc, one vial) was used for perioral aging on (B)(6) 2009. The pt experienced pain in bilateral ears. She had two times ER visit in three weeks for severity of her pain. She treated her event with gabapentin (neurontin), tramadol hydrochloride (ultram) and celecoxib (celebrex). Sculptra was reconstituted with a 5 ml of sterile water prior 48 hours to injection. Sculptra was injected in to nasolabial folds and marionette lines. At the time of this report the event was ongoing. Concomitant medications and medical history were provided. No new relevant medical info reported.

Event description:
(B)(4). Initial info received from a physician on (B)(6) 2009: a (B)(6) female pt initiated therapy with poly-l-lactic acid (sculptra) (lot # and expiration date unk) in nasolabial fold and chin for first time on (B)(6) 2009. She experienced ringing in her ears and pain behind her eyes. She has not been able to sleep. Her physician prescribed diphenhydramine hydrochloride (benadryl) in case it was a histamine type reaction. Eye, ear and gross neurologic exams were performed and all appeared normal. At the time of this report the event was ongoing. No further relevant info reported. Additional info was received from the physician on (B)(6) 2009: the physician reported that he thought that this female pt was a bit crazy. He is sending her to a neurologist for further examination and will also follow up with her in his office. No further relevant info reported.